Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2014: patient presented with the pre-op diagnosis: l3-s1 pseudoarthrosis and failure of hardware with broken hardware. Patient underwent the procedure: l3-s1 removal of hardware, psf, allograft, bmp. Exploration of spinal fusion, l3-4, l4-5 and l5-s1. L3-4 l4-5 and l5-s1 posterior spinal fusion. Allograft chips and bone morphogenic protein, l3-s1. Bone marrow aspiration, left iliac crest. Per op-notes: ¿ the dissection was taken down to the previous fusion and hardware. The hardware was cleaned of soft tissue using appropriate instrumentation and was removed. The screws were very loose in s1, where they were broken, and mildly loose at the other levels, consistent with pseudoarthrosis. After removing all the hardware, the fusion was evaluated, and it did not seem to be a solid fusion related to any level. The bleeding bone was decorticated to punctate and the facet area and the transverse process from l3-s1 bilaterally, obtained a bone marrow aspiration from the left iliac crest with a jamshidi needle. This was mixed with the allograft, and then medium size bmp sponges were placed, then packed bone graft on top of that. We then placed a 1/8th in ch hemovac drain deep to the fascia. The fascia was with zero vicryl figure-of-eight sutures, subcutaneous tissue closed 2-0 vicryl, and skin was closed with running 3-0 monocryl. Steri-strips were applied. Patient tolerated the procedure well. No patient complications were reported.¿ the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.